Event description:
It was reported that syringe s2 20ml package was damaged. The following information was provided by the initial reporter: the packaging of the 20ml syringes is not airtight.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2104184. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the blister packages were observed incorrectly sealed with excessive packaging paper. It has been determined that this defect resulted within the primary packaging machine. An error occurred in the primary machine due to a clog in the clamps that fix the packaging paper, and extra paper was consequently fed into the machine. After that, the sealing station was not able to seal the product appropriately with the doubled packaging paper, causing the blister package to remain open.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml package was damaged. The following information was provided by the initial reporter: the packaging of the 20ml syringes is not airtight.